Manufacturer narrative:
Unable to insert a battery into the battery compartment and hence unable to perform the displacement test because the battery compartment is smashed inwards. The point of impact is on the front of the case where there is a noticeable gash on both the lcd display, the keypad overlay, and the case above where the display cover is supposed to be. The impact was strong enough to pop off the end cap of the case as well as the display cover. It was also strong enough to cause a crack in the battery compartment that extends to the top of the case where the battery threads are located. In addition to this, the left belt clip rail broke off, the s/n label located between the belt clip rails has worn down to a point where it¿s unreadable, and the display window cover is missing. Finally the middle (enter) keypad button is cracked, a large part of the finish of the keypad overlay has rubbed off, and the keypad overlay itself is peeling at the upper right corner. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had railed was broken and cracked around the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.